Manufacturer narrative:
Product complaint # (B)(4). One (1) expedium verse fenestrated screw was returned for evaluation. Visual examination at the macroscopic level revealed that the sample fractured on one of the top notches. The fractured component was not returned for analysis. The optical image of the fractured surface exhibits a flat surface with torsional shear marks along the length of the fracture. This is consistent with a torsional shear overload failure. Additional damage was observed on the threads of the intact top-notch feature. A device history record review did not identify any issues that could have cause or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause of the fenestrated screw being broken cannot be determined from the sample and the information provided. However, fracture analysis of the screw suggests the damage is consistent with a torsional shear overload failure. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A such, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L4-s1 posterolateral fusion (B)(6) private hospital (B)(6) 2018. Three x screws were placed on the left side at l4/5/s1 and the rods and correction keys had also been placed and final tightened. During the final step of breaking off the extended tabs of the left l5 verse screw one tab broke below the indicated breaking point. In doing so the correction key was no longer retaining the rod securely within the head of the screw. The surgeon removed the other 2 x correction keys at l4 and s1 and rod from the left side construct to allow him to remove the left l5 verse pedical screw. Surgeon then replaced a new screw, rod and correction keys and again final tightened the construct. The breaking of the tabs was then successful and operation was completed. Surgeon happy with end result of the operation. Ten minutes delay to procedure, no ae to patient male patient (B)(6).